Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert on the pump following an infusion set supply change, which did not affect blood glucose and cleared after the user replaced the supplies; the user employs a steel infusion set and requested replacement supplies. Symptoms included no reported adverse clinical effects. Outcomes included successful resolution of the occlusion alert after the supply change and continuation of therapy with replacement supplies provided. Investigation included complaint intake, user troubleshooting, and confirmation of supply replacement and shipping details. Investigation of this case revealed an occlusion event associated with the infusion set that was resolved by replacing the set, indicating a probable set- or consumable-related obstruction. It was concluded, based on previously established findings for similar reports, that the cause was most consistent with infusion set occlusion related to consumables.